Event description:
It was reported that bd nexiva sp with maxzero needle disengagement difficulty resulting in pierced catheter and leakage. The following information was provided by the initial reporter: incident description: difficult to retract. Reported issue: the needle is super difficult to retract and will actually grind while forcing a retraction. In some instances, the force that has had to be used to retract the needle has caused a puncture in the tubing which then leaks and we have to re-stick the patient. Injuries or adverse event: no

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. It is unclear if the distributor is reporting 3 oct this as the event date or their aware date.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle was difficult to withdraw through the IV catheter and tip shield was confirmed and the cause appeared to be supplier related. Representative 20g nexiva units from lot# 4152107 were provided for investigation. One sample was found with resistance between the needle and safety mechanism. A grinding or scraping noise accompanied the resistance. The outside diameter of each needle was within spec; however, the inside diameter of the washer in the safety mechanism was below specification, which created friction as the needle was drawn through the safety mechanism. The root cause of the reported issue was likely supplier-related. The appropriate personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.